Event description:
A distributor reported on behalf of a healthcare facility in china that the speaker of an mr850 respiratory humidifier was not functioning. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Method: the subject mr850 respiratory humidifier was returned to the regional fisher & paykel healthcare service centre, where it was performance tested and serviced. Results: the service centre confirmed that the speaker of the subject mr850 respiratory humidifier was not functional. Conclusion: the root cause of the speaker fault was not determined. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual. Checking and performance testing of the mr850 respiratory humidifier. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.